Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed - video assisted thoracic surgery - lobectomy "removing from patient alexis ripped in half no harm to patient." Additional information received via email at october 10, 2017 from material management at (B)(6) hospital. The device is not available for return as the device is with risk management department and will be secured at the hospital. The location of the rip is in the center of the sheath. " the rings are intact". All material was retrieved. Patient status - "no harm to patient." Type of intervention - na.